Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was post-sensed t-wave over-sensing (pstwos). The patient was asymptomatic. The ICD was reprogrammed and there were no consequences to the patient.